Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is low o2/yellow light, unit shuts down, unit alarms are not functional, and leaking sieve. The key failure is a defective sieve bed that is leaking (aka dusted, blown, dumped), which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.